Event description:
It was reported to boston scientific corporation that a spaceoar vue device during the spaceoar vue placement procedure in (B)(6) 2023. The hydrogel was misplaced in the fascia. The intensive moderate radiation treatment (imrt) was not delayed due to this event. No patient complications were reported due to this event.

Manufacturer narrative:
Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: imdrf device code a1502 captures the reportable event gel misplaced - non-vascular.